Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with lscs (lumbar spinal canal stenosis) nad underwent olif(oblique lumbar interbody fusion) surgery. During surgery, the screw of the flexible arm dropped. Although the screw became dirty it was placed again and was used with isodine drape covered. There was a delay of less than 60 mins in the procedure time as a result of this event. The product did not come in contact with the patient. No patient complications have been reported.